Event description:
It is reported that the pt underwent a revision due to a hematoma.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: primary surgical notes stated that the pt had a bmi of 46 which anything greater than 30 is considered obese. With the high bmi level it had increased the surgical time by 100%. However there had been no other complications noted for the primary surgery. Revision surgical notes did not note any outstanding complications outside the hematoma. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.